Manufacturer narrative:
The reported product is not expected to be returned as the customer reportedly discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the use of the adc freestyle libre sensor. The customer reported a higher sensor reading of 80 mg/dl, as compared to a capillary reading of 38 mg/dl on a competitor meter. The customer reported falling and experiencing a loss of consciousness. The customer was unable to self-treat and provided unspecified ¿re-sugaring¿ by his friend. The customer then re-gained consciousness and was able to additionally self-treat with a bar of cereal and an energy drink. There was no report of death or permanent injury associated with this event.